Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-1288qis-110 quadlink implant systems flipcutter wobbled when they ran the drill. They attempted a second time and it still appeared to wobble. This occurred during an acl reconstruction, an ar-1204ff was opened and the case was completed without issue.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint confirmed. One unpackaged ar-1288qis-110 was received for investigation. The returned devices were visually inspected, and it was identified that the cutting tip was broken off. The device's manual functional test was completed without issue. However, mechanical tests were not performed since the drill connector was unavailable. The most likely cause(s) of this type of event is a supplier manufacturing defect.